Event description:
The patient experienced dizziness that resolved quickly during the controller and modular cable exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-14162. It was reported that the patient exchanged their controller to the backup on 1(B)(6) 2022 due to an alarm that was later determined to be a driveline communication fault. The patient was seen in the clinic on (B)(6) 2022 and they were given a new modular cable and controller. The modular cable was examined and a considerable amount of debris was found within the connection hub to the driveline terminal port that connects to the modular cable. There was difficulty disconnecting the existing modular cable from the driveline. The patient's driveline also had a slight bend. Imaging of the driveline showed intact wiring. Several of the pins on the modular cable looked like there was buildup or wear down of coating around the pins. The patient stated he had not touched or manipulated the connections. Debris was also found beneath the coupling that covers the yellow line on the driveline where it connects to the modular cable. The pins on the modular cable that connect with the driveline also appeared corroded.

Manufacturer narrative:
Manufacturer's investigation conclusion the heartmate 3 system controller (serial number: (B)(4)) is being evaluated for driveline communication faults. The system controller was returned for analysis, and log files were submitted for review and another was downloaded for review. A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Driveline communication faults coincident with com_b_faults were intermittently active on (B)(6) 2022 from 11:04:59 ¿ 13:40:23; however, the alarms did not activate until 13:40:23 ¿ 13:47:18. The driveline was disconnected on (B)(6) 2022 at 13:47:18 and the controller was shut down at 13:51:10. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Another log file was submitted from the backup system controller (serial number: (B)(4) ) for review. A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Driveline communication faults coincident with com_b_faults were active on (B)(6) 2022 at 15:57:05 ¿ 16:08:49. The driveline was disconnected at 16:08:54 and reconnected at 16:08:58. The driveline communication faults were active; however, the com_b_faults intermittently cleared while the alarms were active. The alarms did not clear in the log file. There were no other alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller was able to function as intended. Additional information provided on (B)(6) 2022 stated that the controller that was removed had no issue. The root cause of the reported event was determined to be unrelated to the controller. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.